Event description:
The customer reported that the ECG rhythm on the monitor differed from the electronic event summary reviewed post event. The pt outcome is unk.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.